Event description:
During a follow-up in clinic, the device was noted to be at end of life (eol). Premature battery depletion was alleged. The device was explanted and replaced, and the patient was stable with no consequences.

Manufacturer narrative:
As-received, device was reverted to backup operation post-explant due to exposure to cold temperature. A false elective replacement indicator (eri) flag was noted, which was due to low battery voltage fluctuation consistent with high pacing demand. The product code was reloaded and programmed to nominal settings for the remainder of the analysis. The results of all electrical test performed, including mechanical stress testing and battery assessment indicate normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. The reported event of premature battery depletion was not confirmed.